Event description:
Additional information indicated that patient outcome was good and that new generator worked properly.

Manufacturer narrative:
Analysis of neurostimulator model 7428, serial #(B)(4), showed no significant anomalies. Analysis of extension model 748266, serial #(B)(4), showed that the #2 straight wire was broken at the transition crimp sleeve 2.8 cm from the distal end. All of the conductors were noted to have been cut through. The body of the insulation was cut through and the extension was segmented. The continuity was acceptable on all circuits except #2 which was observed to have an open circuit. The continuity was noted to be intermittent on #2 circuit, open on circuit #3, and erratic on circuit #5. It was also observed that the #2 and #3 setscrews of the returned adapter were not tight to the returned attached extension so that when they were tested together the #2 circuit was intermittent and the #3 circuit was open. However, there were setscrew marks in the extension connector pins indicating that they were tight at one time. The erratic continuity on circuit #5 was due to dried body fluids interfering with the pressure connection. There were no shorts between the circuits. Analysis of extension model 748266, serial #(B)(4), showed no significant anomalies. Analysis of the pocket adaptor model 64002, showed no anomalies.

Manufacturer narrative:
Product ID: 748266 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension product ID: 64002, product type adapter product ID 748266 lot# serial# (B)(4), product type extension product ID: neu_unknown_lead lot# unknown, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on pre-replacement battery check the impedances on the left side were shown to be open circuits. It was stated that the doctor had investigated and found the extension not to be connected properly. Both extensions were replaced. The battery was judged to be approaching end of service (eos) and replaced. Extension dislodgement was noted. Ins settings were amp: 2.5 v / 3.2 v pulse width: 90 us / 90 us rate: 185 hz / 185 hz electrode configuration: 2-, 6-, case +/+ continuous usage: 24 additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.